Manufacturer narrative:
(B)(4). Event is still under investigation.

Event description:
During a pci procedure via radial artery, the sheath was inserted and the valve began to leak blood. The sheath was removed and a new one was inserted. No back flow then. A section of the device did not remain inside the pt's body. The pt did not require any add'l procedures nor experience any adverse effects due to this occurrence.